Manufacturer narrative:
The manufacturer previously reported an allegation related to CPAP device's sound abatement foam became degraded and caused a patient to need a cholecystectomy the patient required surgery in response to the reported event. Section b5 should be corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to CPAP device's sound abatement foam became degraded. The patient has alleged breathing problems at night,sleep apnea,asthma,severe headache,nose bleeds,nausea,waking coughing,dizziness,stomach issues,abdominal issues,had emergency gall bladder surgery,throat irritation related to a CPAP device's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received a voluntary medwatch (mw5102937) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to need a cholecystectomy the patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.